Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting with a xience v stent in the restenosed, proximal left anterior descending coronary artery. On (B)(6) 2013, the patient expired. The cause of death is not available. An autopsy report is not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the IFU (section 2.0) states xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.